Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller is in another state and not with the pt. They asked about getting in to see someone about the patients charge frequency issues, and technical services (tss) reviewed we had sent a replacement dtc as well as hcp listings to the patient. Caller says they don't know if the pt got the email. They said the issue is that the pt is having to charge much more frequently and has to charge about every 4 days, and when tss asked how long its been happening caller said "for sure this year sometime" (2021). The patient was redirected to their healthcare provider to further address the issue. I resent hcp listings from the previous call, and advised that pt follow up with an hcp redirected caller: patient's hcp.